Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
Revision surgery due to an infection occurred (B)(6) 2019. All the component parts of the reversed shoulder prothesis were removed (ø36 humeral stem, ø24 glenoid baseplate, ø40 humeral cup and ø40 glenosphere), no replacement of the prothesis. Primary surgery on (B)(6) 2018.